Event description:
Caller reported an alarm that occurred without previous occlusion events earlier that day. There was no adverse impact on the customer's blood glucose level. The issue was resolved when customer changed the infusion set and cartridge and resumed insulin, with no additional assistance needed, and cts decided to close the case.